Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility .

Event description:
It was reported that there was an over infusion of ifosfamide and mesna mixed with sodium acetate in 2000ml d5w. The medication was intended to infuse at a rate of 83.3ml/hour for 24 hours. The infusion was begun at 19:51pm, however it was completed sooner than expected at 2pm the following day. There was patient involvement, but the outcome is unknown.

Event description:
It was reported that there was an over infusion of ifosfamide and mesna mixed with sodium acetate in 2000ml d5w. The medication was intended to infuse at a rate of 83.3ml/hour for 24 hours. The infusion was begun at 19:51pm, however it was completed sooner than expected at 2pm the following day. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established additional information : imdrf annex a,g,b,c and d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.